Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred. The customers blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly the customer administered a manual injection to address bg and reverted to manual injections for insulin therapy. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.